Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that since the patient was implanted they had no pain relief even after reprogramming was performed, and they were exhausted from the pain. On (B)(6) 2016 the consumer¿s legs gave out and they fell resulting in them going to the emergency room and being admitted. It was noted the hospital was running tests trying to figure out why the patient¿s legs gave out. A follow-up appointment was scheduled with the healthcare provider (hcp) for the 15th. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient was in pain and the device did not seem to be working for them. The patient stated they wanted to take it all out. The consumer stated they have only had about 15% relief. The consumer then mentioned about two months ago, the patient¿s pain got worse and they started having excruciating pain with no relief. The consumer mentioned the patient has been trying other ways to relieve pain. No further complications were reported/expected.